Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, acute stent thrombosis occurred. The lesion was located in the distal left anterior descending artery. The lesion was pre-dilated with a 2.0x12mm apex balloon at 11 atms. A 2.25x12mm taxus express2 atom drug eluting stent was placed and the lesion was not post-dilated. The procedure was completed and the pt left the cath lab. 3 hours later, the pt presented with chest pain and was returned to the cath lab. The left anterior descending artery was totally occluded with thrombus. The physician treated the occlusion using a 2.0x12mm apex balloon, he reported "reasonable" results. No further injuries or complications occurred. Pt status is satisfactory. Multiple attempts made to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history was not possible because the batch number is unk. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. It was not possible to determined a definitive cause of the complaint; however, the most probable root cause is considered anticipated procedural complication.